Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. The vascular access was obtained via left femoral artery with a 6f non-bsc sheath. The 100% stenosed, chronic total occlusion, target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After a non-bsc guide wire was crossed the lesion, the physician treated the lesion with pre-dilatation using a non-bsc balloon catheter and placement of a non-bsc stent. The physician then advanced a 5.0mm x 40mm, 75cm mustang¿ balloon catheter for post-dilatation. The initial inflation was done at 12 atmospheres. On the second inflation at 12 atmospheres, the balloon catheter ruptured. The balloon was then removed intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient¿s status was good.